Event description:
It was reported that a patient presented remotely via merlin.net transmission with high capture noted on the left ventricular lead. It was noted that the patient presented in clinic on (B)(6). A chest x-ray showed that the lead was dislodged. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.